Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system intermittently would not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) connected remotely with the customer and confirmed that the host pc is not booting intermittently. The user needs to press the power switch manually intermittently to overcome the issue temporarily. The philips field service engineer (fse) went onsite and found the host pc was not switching on. The fse reseated the connection of host pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.